Event description:
It was reported that the ilet bionic pancreas touchscreen intermittently failed to respond to user input, including the sleep/wake button, which increased in frequency and raised concern about making meal announcements and changing supplies; visual inspection reportedly showed no display cracks and a clean screen, and the user later noted similar but tolerable touchscreen responsiveness on the replacement unit. Symptoms included no changes in blood glucose and no injury. Outcomes included continued device use with workarounds, including the recommendation to try a stylus, with no medical intervention or hospitalization. Investigation included customer service troubleshooting and collection of user feedback and media, followed by retrieval and evaluation of the returned device. Investigation of this device revealed a touchscreen responsiveness malfunction associated with the display assembly, with no corroborated damage to the screen. The device powers on when charged. The device was put through all its menu items cartridge changes, it was started and restarted several times, the touchscreen responded as designed every time. The device was opened to investigate if possibly any connections were bad.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.